Event description:
The device was used during a subtotal gastrectomy procedure. Reportedly, the staples did not form properly and there was tissue loss. The hospital has reported no pt injury occurred.